Event description:
Additional information received indicated that patient underwent surgical intervention where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site even after repositioning it earlier. As such surgical intervention is pending to address the issue.